Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, physician technique/handling, kinked shaft, interaction with associated devices and device positioning. In this case, without having the device to examine, a conclusive cause could not be determined. However, there is no indication to suggest a product quality deficiency. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. All acculink stent systems are visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment.

Event description:
It was reported that during a right internal carotid artery stenting procedure, the 6 - 8 x 30 mm rx acculink stent jumped during deployment, requiring placement of a second unplanned stent. There was no adverse patient sequela and no clinically significant delay in procedure. One day post procedure, the patient was discharged to home. There was no additional information provided.